Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose (bg) was 350 mg/dl. Additionally, it was reported that the customer experienced a bg of 50 mg/dl. Cause of low bg was due to delivering a correction bolus and then not consuming enough carbohydrates. Juice was consumed to address bg. The customer continued to use the pump for insulin therapy.